Manufacturer narrative:
Model number/catalog number 72404127, serial number: (B)(4), batch/lot number: 1000018530, model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number: (B)(4), batch/lot number: 1000061476, model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 5.0 cm cuff, pump, and balloon were implanted.